Event description:
A report was received that stated the pump alarmed "check clutch." No patient injury or adverse event was reported.

Manufacturer narrative:
Manufacturer completed the entire form. Device evaluation: the suspect device was returned and evaluated. Testing was able to reproduce the customer's complaint of a "check clutch" alarm. Visual inspection revealed the motor leadscrew assembly was loose. It was identified that the clutch assembly was slipping back during infusion due to abnormal wear of the clutch halves. The clutch halves were replaced and the motor leadscrew assembly was adjusted to the drivetrain, also replaced was the worm gear, the coupling, the teflon washer was replaced with a delrin washer and the motor mount was adjusted. All sensors were recalibrated, and the plunger tube was cleaned and greased. After repair and recalibration the device was found to pass all delivery, accuracy and functional tests.